Event description:
It was reported that a patient presented with mismatched morphology scores noted on the implantable cardioverter defibrillator. Corrective programming changes were made. No adverse patient consequences were reported.